Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of potential electromagnetic interference (emi) on the right ventricular (rv) lead channel. Technical services (ts) reviewed and asked the patient what they were doing at the time of the event to avoid the potential source of emi in the future. This crt-d remains in service. No adverse patient effects were reported.